Event description:
It was reported that during a da vinci si cystectomy procedure, the prograsp forceps instrument was not opening and closing properly. Upon inspection, it was noticed that the wires were frayed. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable is frayed near the force amp pulley. Frayed strands stick out at the wrist. Grip open cable on opposite side is derailed from the force amp pulley. Wrist will not straighten and grips cannot open/close properly due to derailment. Additional observation not reported by site is tube damage. Distal end of the main tube has various scratch marks with light material removal. Scratches are .080 - .130 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/ misuse. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.